Manufacturer narrative:
Covidien reference number: (B)(4). The single board computer printed circuit board was replaced.

Event description:
It was reported that a ventilator display froze at the six picture screen and did not pass the power on self-test. Patient was at the bedside but was not connected to the ventilator. There was no patient harm/injury reported as a result of this event.

Event description:
One sbc board (p/n: pcb30207a, (B)(4)) for the newport ht70 ventilator was received in fi. The reported symptom was verified. The sbc board was placed in a known-good fi test unit. The test unit was powered on and the device froze on the six image screen. Software was released in response to this issue. Additional failure investigation is not required. Since this was a MDR investigation, the sbc board was retained for further analysis if deemed necessary.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 ventilator display froze at the six picture screen and did not pass the power on self-test (post). There was no patient involvement. The single board computer (sbc) printed circuit board (pcb) was replaced and the reported condition was resolved. One single board computer (sbc) board for the newport ht70 ventilator was received in medtronic's failure investigation (fi) lab. The reported symptom was verified an the root cause of the reported condition was software.